Event description:
It was reported that, during an tmj arthroscopy procedure, the device was not working; therefore the coblation procedure could not be completed. No back-up device was available and no significant delay. No patient injury or other complications were reported.

Manufacturer narrative:
The returned controller, intended for use in treatment, was returned as an MDR for evaluation. There was a relationship found between the reported incident and the returned device. Visual inspection shows a lot of scratches and dents on the housing. The back label is in good condition and the warranty seal is broken. The volume knob is missing. An inside view revealed that the output board was placed wrong on the mainboard and the pins are bent. The nut that secures the standoff on the motherboard was loose inside the device. The adhesive on the coil (l1) is missing so the component is loose. The device is power up and cannot recognize the test wands. A further functional test is impossible. The complaint was verified and the root cause could be determined due to an electrical component failure. Event: information updated.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the device was not working therefore the coblation procedure could not be completed. No back-up device was available and no significant delay. No patient injury or other complications were reported.